Event description:
On (B)(6) 2013, we became aware of an event where the customer reported that one of their ingredients had been replaced with the wrong ingredient, the patient should have been administered with magnesium and someone had switched it over to heparin. The customer reported that there was patient involvement: one (B)(6) old male and one (B)(6) old female; however, the customer reported that no adverse event occurred and no medical intervention was required, and the current status of the patients is stable.

Manufacturer narrative:
The em2400 compounder is an automated compounding device (acd) that streamlines multi-source mixing applications for pharmacies. Our investigation has shown that the em2400 compounder operated as intended, but the user incorrectly set up the compounder: the customer reported that when they were tearing down the compounder to set it up again, they noticed that there were two bottles of heparin on the compounder, one of them on the port where the mgso4 ped should be. The customer worked with technical support to retrieve the black box report (a chronological list of all important system activity for a specific time period). The black box report was reviewed and it was determined that the user incorrectly scanned the barcode inlets of the heparin and mgso4 ped to get through the prime and verify section of the pump setup. The baxter exactamix 2400 compounder operator manual instructs the user as to the proper techniques for setting up the compounder and states that a pharmacist is responsible for reviewing and approving the setup of the compounder and gives instructions on how to do so: the customer has requested retraining. Evaluation codes: method code(s): actual device not evaluated. Result: device performed according to specifications. Conclusion: device operated according to specifications. No device failure. User error caused event. Device not returned to manufacturer.